Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with three smartablate pump tubings. During the procedure and after opening the package of the smartablate pump tubing, white powder was found in the tubing. Same issue occurred a total of three times in this procedure. The procedure was successfully completed with the fourth tubing and no patient consequence was reported. Response received confirmed that the issue was noticed before using any of these products on the patient. Upon receipt, the product was visually inspected and it was found in normal conditions. Flow test was performed and the product passed all specifications. No error or bubble found in tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/18/2018. The returned product appears in normal condition. White material was not found in the tubing. Tubing had liquid which suggests the tubing was irrigated with liquid. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided on september 26, 2017. Therefore, fields expiration date, manufactured date and unique identifier (UDI) have been populated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No device was received for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, reason for non- evaluation has been updated to other and have been populated. (B)(4).

Manufacturer narrative:
Still pending is the manufactured date, expiration date and UDI #. Therefore, a supplemental report will be submitted to update expiration date. Manufactured date and UDI # fields. Biosense webster manufacturer's reference number (B)(4) has three complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with three smartablate pump tubings. It was reported that during the procedure and after opening the package of the smartablate pump tubing, white powder was found in the tubing. Same issue occurred a total of three times in this procedure. The procedure was successfully completed with the fourth tubing and no patient consequence was reported. Response received confirmed that the issue was noticed before using any of these products on the patient. The event was assessed as a reportable malfunction for all three smartablate pump tubings. If material was found inside the tubing, the material can cause embolism or stroke.